Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced syncope and was brought to the emergency room via ambulance. The device had no capture or telemetry. Three weeks prior, the patient had been seen in clinic and parameters were good. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further test ing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. (B)(4).